Event description:
The customer alleged that the left foot caster is broken and not holding.

Manufacturer narrative:
The tech found when the brake is on the bed it is not staying in place due to worn floor locks. The tech replaced the floor locks to repair the bed.